Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device found that the balloon material appears to have ruptured at the proximal end of the balloon. It can be seen that the device had to be cut at the proximal end of the balloon at the 14.6 cm location as measured from the distal tip for removal from the scope. The balloon material exhibited jagged separation around the entire circumference of the balloon. No other portion of the device was found to be damaged or missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The balloon had been completely cut off from the catheter prohibiting any functional testing of the device. Additional information received indicated that it is unknown if lubrication was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A rupture or tear in the balloon material can occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Another possible contributing factor to a rupture in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage balloon esophageal. The balloon popped when they were inflating to the last measurement. At 18mm, it popped in a circumferential burst. Once the balloon popped, they removed all the balloon from the patient. No injury occurred. User aborted the procedure at that point. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.